Event description:
The complainant reported that the clinician was performing the implant of an advantage sling system in a female pt. During placement of the device the clinician perforated the pt's bladder with the trocar. The physician then placed the sling in a more lateral position, and the procedure was successfully completed without further incident. The pt's condition was reported as 'fine' and the complainant indicated that there were no serious pt complications as a result of this event.

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date can not be determined. The complainant reported that the device will not be returned for evaluation as it remains implanted in pt; therefore, a failure analysis is not available. If there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this.